Manufacturer narrative:
On 09/23/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/29/2015 a medtronic representative, following-up at the site with a second medtronic representative, to verify accuracy on the navigation system and the imaging system. The site had 3 navigation systems, the medtronic representatives completed front and back imaging system spins with all 3 navigation systems (6 spins total). No inaccuracies on any of the spins with any of the navigation systems were found. On 10/09/2015 a medtronic representative, following-up at the site, reported checking-out this navigation system with the imaging system, taking several scans from both sides of the imaging system, and could not replicate any inaccuracies. System is fully functional.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged the navigation system was inaccurate. The surgeon also noted concern regarding the imaging system. The surgeon opted to continue, with the knowledge of the inaccuracy, and completed the procedure using the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
The neuro coordinator believed the reference frame was bumped causing the inaccuracy. The instructions for use (IFU) that accompanies the device contains the following warnings regarding frame movement: "warning: make sure that the reference frame assembly is rigidly attached and locked (tightened) with respect to the relevant anatomy. If the post or clamp moves in relation to the anatomy, navigational inaccuracy may result." "Warning: do not bump or reposition the reference frame after registration. Such movement may result in inaccurate navigation. If the reference frame moves in relation to the patient anatomy at any time after registration, you must reregister." (B)(4)